Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose were 295 mg/dl, 225 mg/dl, 334 mg/dl, 132 mg/dl, then 340 mg/dl, 177 mg/dl, 228 mg/dl, 273 mg/dl, 347 mg/dl, 202 mg/dl, 344 mg/dl, 253 mg/dl. The customer treated with manual injections. The customer's blood glucose were high level of 400 mg/dl, 492 mg/dl, 451 mg/dl, 437 mg/dl and 300 mg/dl. The customer's blood glucose came down. The blood glucose were 121 mg/dl, 115 mg/dl, 118 mg/dl. The customer also reported that the infusion set cannula was bent. The insulin pump will not be returned for analysis.